Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in a vial with liquid and residue/debris on product. Visual inspection found haptic torn. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_ 12.6 implantable collamer lens of diopter -8.50 into the patient's left eye (os) on (B)(6) 2023. The patient experienced a low vault. On (B)(6) 2024 the lens was exchanged with the same model, longer length. Status of the eye: "low vault". The reporter indicated the cause of the event is a patient related factor and the device failed to perform as intended.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected data: h6 type of investigation code: 4110 lens work order search-no similar complaint event(s) within associated lots were found. (B)(4).